Manufacturer narrative:
Other text: b5) customer provided additional information noting that continuous veletri IV 60 ng/kg/mg was infused. There was no further patient harm than what was already reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that while in use of a smiths medical cadd tubing, the patient stated that she was having headache and then noticed that her tubing was leaking where the central line is. It was reported that the patient has been on medication for at least 5 years and confirms that is not the central line itself or the IV connector and it certainly is the tubing. The patient was advised to change tubing. No further adverse effects were reported.